Event description:
The complaint is reported as: the nurse was not able to advance the PICC line through the micro- introducer. Despite using another micro-introducer, they were still unable to advance the line through. It was not until they opened another PICC tray that they were able to advance the new line through the micro-introducer. And when they inspected the first PICC with the first micro-introducer, it was indeed difficult to advance. Per the nurse, it was almost as if the PICC line was too big for the micro-introducer. No patient harm reported.

Manufacturer narrative:
(B)(4). The customer returned one PICC catheter, a peel-away sheath/dilator subassembly, and a lidstock for analysis. Signs-of-use in the form of biological material was observed inside the catheter body. The catheter body was intentionally severed directly below the 42cm mark. The separated portion was not returned for analysis. After failing functional testing it was observed that the PICC extrusion appeared ovular across a large portion of the catheter body. Microscopic examination of the cross section at the severed end confirmed this. The catheter body length from the juncture hub to the severed end measured 17" which indicates that 4.5"-5" were separated and not returned for analysis (per coated catheter graphic). The catheter outer diameter at the ovular section measured .0775" which is not within the specification limits of .0690"-.0740" per the catheter extrusion graphic. The peel-away sheath inner diameter at the proximal end measured .079" which is within the specification limits of .074"-.084" per the peel-away sheath extrusion graphic. The catheter was inserted through the catheter peel-away component. A significant amount of resistance was encountered; however, the catheter was eventually able to pass completely through the peel-away catheter. Performed per IFU statement "advance soft tip guidewire/catheter tip as a unit through peel-away sheath, while maintaining control of distal end of guidewire". A guide wire with a diameter of .018" was inserted through the catheter. Minor resistance was observed due to a build-up of dried biological material in addition to the fact that the extrusion was slightly ovular; however , the guide wire was able to pass completely through the catheter. A device history record review was performed, and two relevant findings were identified. Two non-conformances were initiated for the catheter extrusion due to a potential interference between the catheter and sheath body. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter. Excessive force can cause catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained and further consultation requested". The report of a catheter tight in a peel-away sheath was confirmed through complaint investigation. Visual , functional, and dimensional analysis revealed that the catheter extrusion was slightly ovular in shape. This caused the catheter outer diameter to measure out of specification. Resistance was also encountered when inserting the catheter through the peel-away. Based on the customer report and the sample received, the root cause cannot be determined at this time as corrective actions are still being investigated. A CAPA has been initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: the nurse was not able to advance the PICC line through the micro- introducer. Despite using another micro-introducer, they were still unable to advance the line through. It was not until they opened another PICC tray that they were able to advance the new line through the micro-introducer. And when they inspected the first PICC with the first micro-introducer, it was indeed difficult to advance. Per the nurse, it was almost as if the PICC line was too big for the micro-introducer. No patient harm reported.